Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if further information is obtained.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume (ldv) alarm during initial drain on the homechoice (hc). The caregiver (cg) reported she saw small air bubbles in the patient line. Technical service representative (tsr) had the cg start the drain. Cg stated most of the small air bubbles have gone down the patient line. Hp drained out 1404 ml and the hc moved to the fill 1 of 3 and the hp continued with the therapy. The cause of the air in the line was undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product sureillance contacted the caregiver to obtain additional information regarding the incidient of air in the patient line on (B)(6) 2010. Caregiver recalled the low drain volume alarm, but did not recall the air in the patient line. Caregiver was unaware of what caused the alarm or the air in the line. The caregiver did not recall contacting the peritoneal dialysis nurse regarding the incident. The patient continues to use the home choice for pd therapy to date. The caregiver stated that she had discarded the supplies after therapy, and did not know the lot number. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).